Event description:
It was reported that the stent delivery system was loaded onto a guide wire and resistance was met. The catheter was pulled off and it was noted that the tip of the catheter had separated and was on the guide wire. The device was not used on the pt.